Event description:
It was reported that the patient underwent an explant procedure due to a lot of pain as one of the spinal cord stimulation (scs) leads rubbed through the back and punctured the skin. About one inch of the lead was hanging outside the patients body, which started as a blister and then it ruptured through skin. The patient was placed on antibiotics to avoid future infection. The patient was doing well postoperatively, and all explanted device components will not be returned due to hospital policy.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: 7079462. Product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7138985/7140248.